Event description:
It was reported that balloon rupture occurred. Patient presented and being treated may-thurner's syndrome. The 69% stenosed target lesion was located in the mildly tortuous and severely calcified bilateral common iliac artery and right external iliac artery. Two 16-4/5.8/75 xxl esophageal balloon catheter were advanced for kissing balloon inflation. However, first 16-4/5.8/75 xxl balloon catheter would not inflate right off from the start. The device was removed and replaced with another 16-4/5.8/75 xxl balloon catheter, but during the first inflation at 5 atmospheres, the balloon burst with blood noted returned in the indeflator. The device was also removed, and another of the same balloon catheter was used and the procedure completed. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. Patient presented and being treated may-thurner's syndrome. The 69% stenosed target lesion was located in the mildly tortuous and severely calcified bilateral common iliac artery and right external iliac artery. Two 16-4/5.8/75 xxl esophageal balloon catheter were advanced for kissing balloon inflation. However, first 16-4/5.8/75 xxl balloon catheter would not inflate right off from the start. The device was removed and replaced with another 16-4/5.8/75 xxl balloon catheter, but during the first inflation at 5 atmospheres, the balloon burst with blood noted returned in the indeflator. The device was also removed, and another of the same balloon catheter was used and the procedure completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the xxl/16-4/5.8/75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood observed inside the balloon is indicative of a device leak. A balloon longitudinal tear was identified beginning approximately 27mm proximal of the distal tip and extending approximately 7mm proximally across the balloon material. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device. This concludes the product analysis.